Event description:
Procedure type: sigmoidectomy. According to the reporter: the reload was set on the idrive and the self-tests was performed self-test successfully. The device was clamped on tissue, but the doctor experienced difficulty in articulating and rotating the jaws. The device was removed from the patient and tried again. The cartridge was articulated but stopped with the jaws opened, and could not move any more. The blue status indicator lamp was lit up and the green reload light was blinking. The battery was replaced but not recognized. The handle was exchanged for a new handle and the case was completed without further incident. There was no unanticipated tissue loss or tissue damage. There was no bleeding/ nothing fell into the patient's cavity. The device could be removed properly from the tissue.

Manufacturer narrative:
(B)(4).